Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "when infusion for hospitalized children, the connecta and the positive pressure joint leaked fluid. After the tee was replaced, the fluid still leaked, and the fluid leakage no longer occurred after the positive pressure joint was replaced."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "when infusion for hospitalized children, the connecta and the positive pressure joint leaked fluid. After the tee was replaced, the fluid still leaked, and the fluid leakage no longer occurred after the positive pressure joint was replaced."